Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. A photo was provided by the customer and in the photo, we noticed a trace of tyvek adhesive on the blister, which suggests that the initial seal was present. This observation is somewhat unexpected and the cause is unknown. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that when preparing to go to the surgical sterile table, it was found that the packaging for the sterile product was not sealed and could not be used. There was no patient involvement.